Manufacturer narrative:
Sample was li heparin plasma. Centrifugation information was not supplied. Qc was within the customer's established ranges during this event. A system check performed on (B)(4) 2011 met specifications. The patient's sample from (B)(4) 2011 was sent to bci cpls lab for testing which confirmed existence of a patient source interferent for the sample, which most likely relates to alkaline phosphatase. This interfering compound causes reproducible false positive results. Service was not dispatched for this event as the questionable results were isolated to one patient. A clear root cause remains unknown at this time.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to obtaining a tsh result above the normal reference range, generated by the access 2 immunoassay analyzer for one (1) male patient. Repeat testing with the sample diluted resulted in the normal reference range. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.